Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0208579058, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 13-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedance. Interventions included an explant/replacement of the lead on (B)(6) 2019. The device was interrogated and high impedances were seen on all plot on (B)(6) 2019. The event was related to the device or therapy and not related to the implant procedure. Since they changed the device on (B)(6) 2017, electrode 7 was already high impedance before the change but not used so there was no problem. Now all plots had high impedance so the replacement occurred. The event was resolved without sequelae on (B)(6) 2019. Additional information received reported that the cause was not determined. There was a loss of efficacy but more specifically increasing of epigastric pain. No further complications were reported/anticipated.